Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h3 h6 proposed component code: mechanical (g04)- stem h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left tha with possible early linear fracture in the medullary space at the tip of the femoral stem on the 6 weeks postop film with further progression on the intraoperative fluoro. This complaint was confirmed based on the provided x-rays. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that during a total hip arthroplasty, the patient suffered an intraoperative fracture of the femur. The fracture occurred during impaction of the stem and was visible on fluoroscopy. Calcar remained intact. 3 cerclage wires were placed, and all implants remain implanted. There is no additional information available at the time of this report.

Manufacturer narrative:
Cmp-0898901 d10: 00877503602 item name: bioloxâ® delta, ceramic femoral head, m, ã¸ 36/0, taper: 12/14. Lot #: 315686101000706. Item name: g7 shell 58 bone master. Lot #: 749263830103607. Item name: g7 vit e neutral lnr 36mm g. Lot #: 65741105. Unknown cerclage wires x3. G2: foreign: belgium. The device will not be returned for analysis as device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.